Event description:
It was reported that the patient was boating on a river today and was in the water for 1 hour. The patient reports that when she came out she attempted to give a bolus and none of the buttons were responding. The patient reports that none of the buttons were responding and the ok button was flat and hard. The patient lifted the bottom of the keypad to attempt to press the button under the keypad, and the keypad tore.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: keypad button presses did not activate desired pump functions. The buttons to not click and spring back properly. The buttons were found to be sticking. The keypad was found to be torn and peeling. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.